Event description:
It was reported that cgm displayed malfunction error and caller experienced issue with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, completed pump reset with guidance, and successfully started new sensor session without error reoccurring.